Event description:
Reporter indicated that when normal mode output current setting was increased from 0.50ma to 0.75ma, the patient started to convulse. The patient's device was programmed to off, after which the patient was fine. After approximately 15 minutes, treating neurologist attempted to program the patient's device back to on at the original setting of 0.50ma normal mode output current, but the patient reportedly began convulsing again. The device was programmed to off pending replacement of the neurologist's programming system in an effort to rule out the programming system as a potential cause of the event. Approximately one week later, the patient's device was programmed to on at 0.75ma normal mode output current without incident. Review of manufacturing records for both the pulse generator and the bipolar lead revealed to anomalies that would adversely affect device performance.